Manufacturer narrative:
Requested but not yet received.

Event description:
On (B)(6) 2022, a representative at a sales shop called to report that a patient (pt) has od severe pain while inserting the suspect 1-day acuvue® trueye® brand contact lens (cl). Due to the severe pain, the pt removed the suspect lens ¿by force.¿ the pt didn¿t see anything unusual with the od suspect cl. The pt presented to an eye care professional (ecp) who advised the pt that ¿part of the corneal epithelium was peeled off and lost.¿ today the pt returned to the ecp for follow-up and is ¿in treatment.¿ on (B)(6) 2022, a call was placed to the pt who provided additional information. On (B)(6) 2022, the ecp advised the pt that the ¿corneal epithelium that touched to cl was peeled off and lost.¿ the pt¿s visual acuity (va) does not return to normal. On (B)(6) 2022, the pt returned to the ecp for follow-up visit and was advised the ¿corneal epithelium was formed greatly compared to yesterday.¿ the pt was instructed to discontinue cl wear ¿for a while.¿ the pt was instructed to return to the ecp on (B)(6) 2022 or ¿next week if the eye seems to be alright.¿ the pt reported about 2/3 of the va recovered. The pt was prescribed fluorometholone ophthalmic suspension qid. On (B)(6) 2022, a representative at the ecp¿s office provided additional information. On (B)(6) 2022, the pt presented to the clinic and was diagnosed with corneal erosion od. Focal site: center of the cornea od; treatment: tosuflo ophthalmic solution qid od. Va: naked va od: 0.04, spectacle-corrected va od: 0.09 on (B)(6) 2022, the pt returned to the clinic for follow-up. Treatment: flumetholon ophthalmic suspension qid od; instruction to return to the clinic for follow-up: the pt was advised to return to the clinic unless the symptom resolves. The pt did not make an appointment. Va: naked va od: 0.04, spectacle-corrected va od: 0.5 on (B)(6) 2022, the pt provided additional information. The pt didn¿t return to the ecp as the pt didn¿t have time to attend. On (B)(6) 2022 and (B)(6) 2022, the pt wore cl. The pt feels that va od has relatively become normal. However, the pt also feels that va has actually decreased anyway. The pt will return to the ecp for additional follow-up. On (B)(6) 2022, the pt provided additional medical information. On (B)(6) 2022, the pt returned to the ecp. The ecp found no issue with the pt¿s eye and could not determine the cause of the symptom. The exam indicated that the pt¿s va od has almost returned to normal. No instruction to return to the clinic for follow-up. No additional medical information was provided. The suspect od cl was requested for return for evaluation, but it has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 4991200105 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On (B)(6) 2023, two open blisters were received which contained one lens in each blister. A microscopic visual inspection was performed for the opened lens number one, which revealed the lens was misshaped with a surface tear. On the opened lens number two, a microscopic visual inspection revealed an edge tear. Seventy-two sealed blisters were received for lot number 4991200105 and the solution was also tested. The ph and conductivity were in specification. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On (B)(6) 2023, a call was placed the patient¿s (pt) eye clinic for additional medical information. A representative advised the pt returned to the clinic on (B)(6) 2022 (third visit) and recovery was confirmed. Corneal erosion od was seals. Va od: naked eye: 0.04, corrected va od: 1.2; no instruction was given to discontinue cl wear; the pt has already returned to cl wear. No return to clinic was instructed. The pt was advised to return as needed if ¿feels anything unusual.¿ no additional medical information was provided. If any further relevant information is received, a supplemental report will be filed.